Manufacturer narrative:
(B)(4)

Event description:
Procedure type: hernia. According to the reporter: the mesh had a small tear at one of the transfascial suture points and the mesh had a hole punched through it when the tacker was fired. Miner tissue damage occurred due to the tacker going through mesh and into the abdominal wall.